Event description:
It was reported that the core sag saw overheated. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the yoke was discovered to be cracked. Corrosion damage was also discovered within internal components.